Event description:
It was reported that the pump touchscreen display was difficult to see, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. A correction injection was delivered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.